Event description:
It was reported that the patient experienced an ams sling to artificial urinary sphincter(aus) device procedure due to unspecified reasons. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the reason for the revision was reoccurring incontinence. The patient outcome was reported to be no complications. The device will not be returned for analysis.

Event description:
It was reported that the patient experienced a ams sling to artificial urinary sphincter(aus) device procedure due to unspecified reasons. A patient outcome was not reported.